Event description:
Aspect was contacted in 2009 regarding a spine procedure which occurred three days prior. Initially, a bilateral sensor was applied while the pt was supine; however, a compatible monitoring cable was not available. Consequently, after 15 minutes this sensor was removed and replaced with a quatro sensor while the pt was in the prone position. Sure prep was used prior to application of the sensors. While in the prone position, the pt's head and neck were in a neutral orientation, and a foam pillow was used to support the head. Upon removal of the sensor after the eleven hour procedure, the wound care department described two marks on the forehead. Once circular mark was in the center of the forehead and was classified as a second degree burn. The second mark was circular, about the size of a dime. Both irritation sites were treated with bacitracin ointment. By the 5th day post op, the marks improved significantly with no indication of permanent damage.

Manufacturer narrative:
We conducted a review of the lot history records for those sensors which may have been used at the time of this incident. We concluded from this review that all sensors were properly qc inspected and tested in accordance with the approved procedures. Retain product was sampled by completing a visual inspection for contamination. Results indicate these samples passed out incoming inspection criteria for contamination. There were no manufacturing changes (such as a change in the gel or adhesive) that may have caused a pt reaction. Product label states "if skin rash or other unusual symptom develops, stop use and remove" and "limited to short term use (maximum of 24 hours)." Device functioned as intended and did not malfunction. Bacitracin is considered a widely used over the counter ointment. However, bacitracin was used to prevent permanent damage. Based on our investigation, we have concluded the sensor did not cause or contribute to a death, and did not malfunction. Our investigation concludes that this incident did not result in permanent damage or permanent impairment, did not cause or contribute to a death, and did not malfunction. However, the use of bacitracin was used as medical intervention to prevent serious injury. Therefore, an MDR is required.